Event description:
Reporter indicated the pt was evaluated for pain in his neck. During that office visit, system diagnostics yielded a high impedance reading, indicating a possible lead break. Additional diagnostics performed with the pt in different positions indicated proper device function. An intermittent lead break is suspected as evidenced by positional variances in the system diagnostic results. Lead discontinuity is the suspected cause of the high impedance event. Revision surgery is likely. No serious injury was reported in conjunction with the high impedance.

Manufacturer narrative:
X-rays were reviewed. Review of x-rays did not reveal any obvious discontinuities in the ncp system. Conclusions: device failure is suspected but did not cause or contribute to a death or serious injury.